Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low flow alarms due to sub-optimal pump placement. The patient was asymptomatic and performed well on their left ventricular assist device (lvad) otherwise. A low flow software upgrade was conducted. The low flow alarms were resolved with the software upgrade.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms secondary to sub-optimal pump placement could not be confirmed as no log files were submitted and heartmate 3 lvas, serial number (B)(6) , is not available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that the patient was experiencing frequent low flow alarms secondary to sub-optimal pump placement. The patient was asymptomatic and doing very well on the lvad otherwise. The vad coordinator requested a 2.0 lpm low flow software upgrade to the patient¿s controllers. Hsc-105692 and hsc-017079 were upgraded on 27may2020. It was noted that the software upgrade ceased the alarms. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate 3 lvas IFU, section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.